Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve chosen for implant using a small flexnav delivery system. Prior to valve implant, the patient's baseline rhythm was sinus rhythm. The valve was successfully implanted. Immediately after valve implant, complete atrioventricular block was confirmed via electrocardiogram (EKG). Therefore, a temporary pacemaker was inserted. After the patient left the operating room, it was observed via EKG that the heart block was not resolved. A permanent pacemaker was then implanted on the same day. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated it was thought that the patient's atrial fibrillation could also be the cause of the atrioventricular block. There is no indication of a product quality issue with regards to manufacture, design, or labeling.